Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent an orthopedic procedure. During the procedure, tips of the two reduction forceps broke off. Other forceps were readily available to use from another set. Procedure was completed successfully. Patient outcome was not reported. This report is for one (1) reduction forceps with points narrow-ratchet 132mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: part number: 398.40 , synthes lot number: t953310 , release to warehouse date: 14-oct-2010 , manufacture site: tuttlingen , part expiration date: n/a , list of nonconformance¿s: n/a . A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. No ncrs were generated during the production of this device. A product development investigation was performed for the subject device: customer quality investigation: the following investigation flow was performed: broken: visual inspection performed at customer quality observed that one of the forceps tip was broken. Broken fragments were not returned. No new issues were identified on the remaining portions of the device. The received condition agrees with the complaint description and the complaint is confirmed. Relevant drawings for the returned reduction forceps were reviewed (both current revision and from the time of manufacture): top-level drawing for reduction forceps assembly and handle drawing, were reviewed. Dimensional analysis performed at the region proximal to broken portion measured the diameter as 2.32 mm (ca-814) that falls within the specification of 2.4 mm +/- 0.1 mm per and tolerance specified per iso 2768 first edition (1989-11-15). A device history review performed for the returned instrument¿s lot number showed no ncr¿s during the manufacture of the product that would contribute to this complaint condition. Also, with the given age of the device (over 7 years) there is no indication that the device material or material properties could have contributed to the broken complaint condition. While no definitive root cause could be determined, it is likely that any unintended forces encountered by the device during usage could have contributed to broken condition. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.